Event description:
As reported by an edwards lifesciences field clinical specialist, approximately 4 years and 5 months post implantation of a 26mm sapien 3 ultra valve in the aortic position, restenosis of the valve was observed. A valve in valve has been scheduled. Patient symptoms not provided.

Manufacturer narrative:
Investigation is underway.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated.